Event description:
The physician claims that the graft was implanted for a fistula dialysis access procedure. The graft became thrombotic within one month. The physician also stated, the graft does not connect to the tissue (no ingrowth). Add'l info received on 17 oct 2007; the physician performed an embolectomy. Following the initial embolectomy, the graft again thrombosed. The graft was left in. The patient was in pain, following the procedure. Add'l info received on 31 oct 2007: the graft was initially implanted in 2007. The next month, an embolectomy was performed. There was no re-thrombosis in this graft. The patient's dialysis has continued. The main problem is now serum fluid accumulation (seroma).

Manufacturer narrative:
A product has not been returned for our evaluation, therefore a technical analysis cannot be carried out. Without a returned product, it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report. Method - the device history records for the batch were reviewed. Results - all mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are two similar incidents against this batch (being investigated through our CAPA system). The two similar hosp, same date of report and are each being reported to the FDA separately. Other reports: 6000072-2007-00041, 6000072-2007-00042.